Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was unavailable: - how was the product purchased? - is there any indication of how the product was distributed? - is there any indication of the source? - is the vendor authorized by jnj? - based on the packaging, is there any indication of which market the original genuine product may have come from? - was the device used on a patient? If so, was there any patient consequence? Investigation summary ==> a picture was received for evaluation and upon visual inspection it was observed a box with film wrapping and a label product code 1961, and lot number ppa4367. The lot number was entered in system and no results were obtained from the sites responsible to produce this product, the lot number was not recognized by database of ethicon. Event related to mw # 2210968-2021-09886

Event description:
It was reported that an inquiry was received about suspect counterfeit product in a hospital. The local (B)(6) supply chain, and distribution centers checked product traceability information but there was no record. No adverse patient consequences were reported. Additional information was requested.